Manufacturer narrative:
D4 and h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all machines were not on critical override. A technical support specialist (tss) logged into the enterprise server and station and identified that messages were crossing correctly, and the devices were not in critical override. The tss restarted the internal inbound processor service to restore normal communication. The tss then confirmed that the issue was resolved with the customer and proceeded to close the case upon receiving customer approval. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all machine was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.